Manufacturer narrative:
Device evaluated, visual inspection performed and found both tamper seals broken and non-OEM supercap on main board identified. Non-OEM battery identified. Chipped top case corners, cracks by tubing guides, cracked bottom case. The event history log showed outside range limit, invalid syringe size, motor rate error, motor not running, occlusion, check clutch/plunger. Motor rate error and check clutch plunger lever was found at occlusion test. The worm gear, worm coupling, lead screw, clutch spring and both clutch halves were not operating as intended due to customer use. To resolve the issue, worm gear, worm coupling, lead screw, clutch spring and both clutch halves were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. A service history review identified this device has not been in previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump had issues: outside range limit, invalid syringe size, motor rate error, motor not running, occlusion, check clutch/plunger. No patient injury reported.